Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. As the customer alleged that the product information on the contour next test strips label was missing, no information was captured (lot # and expiration date) and device manufacture date could not be determined.

Event description:
The customer reported that the lot number, expiration date and control ranges were not printed on the bottle of contour next test strips. The customer did not use the test strips for testing. There was no allegation of an adverse event. The customer discarded the test strips, therefore, the device is not expected to be returned. Replacement test strips were sent to the customer.